Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was having trouble connecting to their ipg. Reportedly, the patient underwent an rf ablation during these issues. Troubleshooting was able to resolve the issue and no further intervention is planned.